Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pc) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous and narrowed. During the procedure, the physician successfully implanted the first pod pc in the target vessel using the microcatheter. While advancing the next pod pc through the microcatheter, the pusher assembly kinked. Therefore, the pod pc was removed. The procedure was completed using an additional pod pc, two non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The device was fractured approximately 33.0 cm from the proximal end and the pull wire was retracted put of the distal fractured segment. The device was kinked approximately 108.0 cm from the proximal end. Conclusions: evaluation of the returned pod pc revealed a fractured pusher assembly and the embolization coil was detached and not returned for evaluation. If the device is advanced against resistance or is otherwise manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. If the two fractured pusher assembly segments are separated, the embolization coil will detach from the pusher assembly. Further evaluation of the pod pc pusher assembly revealed an additional kink. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.